Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) device failed due to overheating, with melted cords and a burning smell. There was no patient involvement, thus no injury, death, or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue was observed. Failure analysis: the xenon lightsource was received in used condition. Upon further inspection, it was discovered that the unit had damaged top trim and mirror and were replaced. Root cause analysis: the reported complaint was confirmed. The issue of this 00mlx unit overheating is most likely due to a damaged mirror, caused by rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.